Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the implant, it was observed that the atrial lp failed to sense and capture upon fixation. Fluoroscopy revealed that the lp had dislodged and was retrieved from the right atrium. Inspection of the lp also revealed stretching of the helix. This was observed after the procedure was reaching completion. The procedure was then performed and completed using an alternate lp on (B)(6) 2026. The patient was discharged.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the implant, it was observed that the atrial lp failed to sense and capture upon fixation. Fluoroscopy revealed that the lp had dislodged and was retrieved from the right atrium. Inspection of the lp also revealed stretching of the helix. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was discharged.